Manufacturer narrative:
Unit was received with no esc button response due to corroded keypad traces. No button error alarm or frozen button/screen noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm and buttons were hard to press. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.